Event description:
It was reported by the clinic, that the pt, who was implanted in 2000, is no longer able to hear with her ci since (B)(6) 2012. The external parts were checked. Testing in situ shows that the device has malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.